Event description:
The manufacturer received information from a third-party service provider that a ventilator inoperative condition had occurred on a trilogy 100 device. There was no serious patient harm or injury that occurred or was reported the trilogy 100 device was returned and evaluated by third-party service center. The device evaluation observed error code motor failure in the device¿s event log. The third-party service technician recommends replacing the motor assembly to address this issue on the device.